Event description:
A report was received tht the pt underwent a pocket revision due to pain at the pocket site. The pt was experiencing pain when stimulation was on and off. There was no swelling or redness at the pocket site. The ipg was explanted during the surgery. The physician does not know what was causing the pain. The pt was reportedly doing well after the surgery.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.